Event description:
It was reported the insulin pump was unable to download. Customer's mother stated she has attempted to download the information with three different meters and two different locations. Customer's mother stated the device hadn't alarmed any alarms. Customer's mother was advised the device will need to be replaced. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was unable to download history file due to displayable history check failed at start up alarm found in alarm history screen. The alarm was due to corrupted history file. The device was communicated properly with one touch ultralink blood glucose meter. The device had minor scratched lcd window.